Event description:
This is a spontaneous report by a nephrologist with supplemental information provided by a second physician from (B)(6) of aseptic peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient began treatment with nutrineal pd4 unknown bag. On (B)(6) 2010 the patient experienced cloudy effluent, without clinical signs, and was diagnosed with aseptic peritonitis. It was noted that no treatment was added to the peritoneal solution, the patient did not mix the peritoneal solutions together and no solution was heated. The exit site was not infected, and the patient did not routinely re-use supplies. In (B)(6) 2010, corrective treatment consisted of cefazoline 1g daily (route not reported) and fortum (ceftazidime) 2g daily (route not reported). On an unspecified date in (B)(6) 2010, the patient recovered from the event of peritonitis. On (B)(6) 2010, the patient used a new lot of nutrineal for the first time without a reported tolerance problem. The reporters believed that the event of aseptic peritonitis was probably related to nutrineal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.